Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 3.0mm long target lesion contained a >=90 degree bend was located in the moderately tortuous and severely calcified left circumflex artery. A 3.0mmx20mm promus element drug eluting stent was advanced but failed to cross the lesion due to stent strut damage. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device identified that the hypotube was kinked at 31.8cm and 48.5cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the crimped stent found that the proximal edge of the stent was bunched up. No other damage was visible along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 3.0mm long target lesion contained a >=90 degree bend was located in the moderately tortuous and severely calcified left circumflex artery. A 3.0mmx20mm promus element drug eluting stent was advanced but failed to cross the lesion due to stent strut damage. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).